Manufacturer narrative:
This is the second revision surgery underwent by this patient. The patient came in due to signs of infection (MDR (B)(4)). The pathogen was confirmed as (B)(6). The surgeon revised all medacta components and implant an antibiotic spacer. On (B)(6) 2017 the surgeon revised the antibiotic spacer and implanted permanent product. Then, on (B)(6) 2017 the patient came in again due to signs of infection. Batch reviews performed on 17 may 2017. Lot 161398: (B)(4) items manufactured and released on 12 may 2016. Expiration date: 2021-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 163448 (k112115) (B)(4) items manufactured and released on 28 october 2016. Expiration date: 2021-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d, input antibiotic beads and swapped the head and liner. The surgery was completed successfully. X-rays and explants are not available.